Event description:
Customer reportedly received results of 24.5 mmol/l, 11.4 mmol/l, 26.3 mmol/l, 12.9 mmol/l, 23.3 mmol/l, and 10.7 mmol/l within 5 minutes on the mobile system. No actions taken based on device results. No adverse event reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.